Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer has issues with the sensor on his insulin pump but states that the problem is usually fixed when he turns the pump on and off. The patient's blood glucose level was at 175 mg/dl. The customer was advised to monitor the situation after resetting the device and to call back if it malfunctioned again. No further information was provided.